Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was that the shock switch on the main keypad assembly was out of tolerance due to excessive resistance.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.